Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral implant ruptures. Device has been explanted. This is the right side record.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, crease fold, wear abrasion, stress marks. Microscopic analysis was performed which identify crease sharp on radius side. Based on the device analysis the final assessment is: a crease sharp on radius side due to fold flaw opening. Additional, changed, and/or corrected data: b.5, b.6, d.10, d.4, h.3, h.6.

Event description:
Additional report of ¿retroareolar duct ectasia¿, not device related.